Manufacturer narrative:
Additional information was added to h4 and h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during patient infusion. It was further reported that there was a large amount of drug solution that remained after the twenty four hour period. The device had been filled with flucloxacillin 12 g plus citrate buffer in 230 ml of 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.